Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image display was confirmed. A faulty dr board resulting in no image display with the 180 scope was observed. In addition, the net spacer was damaged. The front panel connector was also found to have a loose locking lever. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center front panel connector failed to work and no image was displayed. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event. This event is being reported to capture the "no image" experienced by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dr board (printed circuit board) could not be identified. However, it is likely the cause is related to a design change of the dr board. The dr board design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.